Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation. A revision was performed and the implantable pulse generator (ipg) swap went as planned. Device will not return due to surgery center policy. No additional adverse patient effects were reported, patient underwent a successful revision, therapy is adequate. Electrocautery was used.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation. A revision was performed and the implantable pulse generator (ipg) swap went as planned. Device will not return due to surgery center policy. No additional adverse patient effects were reported, patient underwent a successful revision, therapy is adequate. Electrocautery was used.

Manufacturer narrative:
Correction to the initial MDR in b1, d4, e1 and h6.